Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced acute and severe pain, continued incontinence, sleep loss, extreme groin area pain, and acute left side pain. Physical therapy was required. No further details are available at this time. The device remains in the patient. Therefore, no failure analysis is available.